Event description:
Caller is reporting that one of the xlt inner cannulas for the 6.0 xlt seems to be thicker than normal. The caller confirmed another inner cannula was used and fitted correctly. Recannulation of the tube was not required, only replacement of the inner cannula.

Manufacturer narrative:
Conclusion not yet available. Pending receipt of sample for investigation.